Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion was in a moderately tortuous circumflex (cx). It is unknown if the lesion was pre dilated. The physician implanted three stents, a taxus express2 8.8% 2.50 x 12 mm, a 2.75 x 16 mm and a 2.75 x 20 mm drug eluting stent, in the cx. Each of the stent delivery devices stuck on the wire inside the guide catheter while trying to remove them. There were no problems with inflation or deflation. The physician changed the wires and there was still an issue with the stent delivery device sticking on the guidewire. The entire system was pulled out together. No pt injuries or complications were reported. The pt's status is reported as good. Same case as 6000093-2004-00199, 200, 201.